Event description:
It was reported that the reservoir of a large volume intermate had ruptured at the end of the infusion. There was patient involvement; however, there was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. During visual inspection a ruptured bladder was identified. However, the cause could not be identified. If additional relevant information becomes available, a follow up report will be submitted.